Event description:
Customer complained about soft picks breaking too easily and cracking. And where it cracks before the stick, and then they bend sometimes and it broke apart, soft picks separated from the white sticks which could be a choking hazard.